Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: x3 triathlon cs ins size4 22mm; cat # 5531g422; lot # lhi868. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision on (B)(6) 2020. Patient is a (B)(6)-year-old female who previously underwent bilateral total knee replacement - outside cors scope. She underwent revision on (B)(6) 2020 for pji. Patient required reimplantation which was performed in (B)(6) 2020. All components where exchanged.